Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a blank display. Customer stated that the display was not blank for less than 30 seconds and did not return. Customer stated the contacts on the battery cap were not missing or damaged. Neither battery compartment damaged nor corroded. Display did not return after insulin pump restart. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
P-cap or reservoir locks properly into place. Device power up properly after battery installation. Device passed displacement test, rewind test, prime or seating test, force sensor test, basic occlusion test, occlusion test, active current measurement and self test. Device failed sleep current measurement due to corroded battery tube. Power connector plug in and locked in place properly. No blank display noted during testing. The following were noted during visual inspection: pillowing keypad overlay and minor scratches on case.